Manufacturer narrative:
Correction to e1 (initial reporter name and address) this report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-13896.  The 16fr edwards esheath was not returned to edwards for evaluation. Procedural imagery was provided and revealed the following: withdrawal difficulties were observed as the delivery system balloon appeared to catch the distal tip of the esheath, and the sheath distal tip was circumferentially delaminated during withdrawal of the delivery system based on the location of the c-marker. During the manufacturing process, the esheath is 100% visually inspected and tested several times.  The sheath shaft, the liner seam and the tip are inspected for defects per procedure. During final assembly, the esheath is visually inspected by both manufacturing and quality per procedure for defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for abnormalities such as liner tears. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A device history record (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contribute to the complaint event. A lot history review was performed, and no other similar complaints were identified. The IFU for esheath, device preparation manual and procedural training manual were reviewed for guidance and instruction on device preparation and usage involving the esheath. The procedural training manual provides step-by-step guidance on balloon burst.  If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, watch under fluoro with every movement, and be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip, force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath, iff unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. O ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU and training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on review of the procedural imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. However, a review of complaint history, DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, ¿the balloon ruptured crosswise and it was impossible to retract the balloon inside the esheath¿. The balloon burst likely created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have become caught on the tip of the sheath. The force required to the retrieve the delivery system into the sheath may cause the liner to delaminate from the sheath shaft if the balloon is caught on the sheath tip. In this case, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event. No manufacturing non-conformances or labeling/IFU/training deficiencies were identified in the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment nor corrective/preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As per image review, it appears that the sheath may have circumferentially delaminated during withdrawal of the delivery system based on the location of the c-marker.¿ as reported by our (B)(6) affiliate, during valve deployment of a 29mm sapien 3 valve by transfemoral approach in aortic the position, with nominal volume the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was correctly implanted with no leaks. The balloon ruptured radially, and difficulty retrieving the delivery system through the esheath was noted. A decision was made to retrieve the system from the left contralateral arterial access with a non-edwards 22fr sheath. A gooseneck (from the left access) of the wire of delivery system was captured and the entire system was pulled inside the non-edwards sheath. The commander delivery system was cut at the proximal part (near the y of the delivery system). The portion of the broken balloon was removed from the nosecone from the sheath and the remaining part of the delivery system was removed through the esheath. There were no missing pieces. Both arterial accesses were closed. No vascular complications occurred and there were no consequences for the patient. The patient is stable and was discharged.